Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Three opened loose trocar hub and cannula assemblies were received for the report of a trocar valves were leaking. The returned samples were visually inspected under magnification and were found to be conforming. A device history record review for the lot conducted. The product was released based on the manufacturer's product acceptance criteria. The root cause for this specific complaint could not be found as the returned samples for this complaint were conforming. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Event description:
A surgeon reported leaky trocar valves during two separate vitreoretinal procedures. There was no patient harm as per the reporter. Product sample was requested for this report. This is the first of two reports for the same. This is the first of two reports from the customer regarding the same event.